Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hardware was replaced. The system then passed the system checkout and was found to be fully functional. Analysis found on connector analysis determined the returned connector has a bent contact confirmed as open during a continuity test. Concomitant medical products: other relevant device(s) are: product ID: 9735859, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the bulkhead connector appeared to be damaged.